Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Anaphylactoid symptoms [anaphylactoid reaction]. Case description: initial information received on (B)(6)-2015:this spontaneous medical device case was received from a physician via the company distributor and it concerned a male patient in his 50s. Patient's medical history included hypertension, bone metastases from hepatic carcinoma. The patient underwent also radiotherapy on an unspecified date. Patient's concomitant medications included esomeprazole (nexium), mecobalamin (methylcobal tablets), monomeric n-butyl-2- cyanoacrylate (histoacryl, tissue adhesive), danaparoid (orgaran). On (B)(6)-2015, in the radiology department, the patient underwent tace with dc bead (bead size, drug loaded with the bead, batch number and expiration date were not reported) and histoacryl. The patient presented a portal thrombosis, for which he received danaparoid. No other problem was observed. On (B)(6) 2015 the patient developed rash. On (B)(6)-2015, during the follow up of the patient's rash in the hospital, he had a loss of consciousness. Blood pressure decreased was observed and these were considered to be anaphylactoid symptoms. The symptoms resolved within the day. On (B)(6)-2015 patient's rash persisted and the patient had again a loss of consciousness. The attack of unconsciousness recovered within the day. On (B)(6)-2015 the patient was started on oral steroid. On (B)(6)- 2015 the rash was recovering. The reporting physician considered the event anaphylactoid symptoms, attack of unconsciousness, allergic reaction and rash possibly related to dc bead. No seriousness criteria were provided. The reporter commented that the patient was under 5 to 6 concomitant medications, but they were discontinued except for those continuously administered for 4 to 5 years. An allergic reaction to dc bead was suspected and they would like to conduct patch tests and other confirmation tests. The company considers the events anaphylactoid symptoms, attack of unconsciousness as serious (medically significant), and the events hypersensitivity and rash as non-serious. Additional information received on (B)(6)- 2015: on (B)(6)-2015 tace was performed in the radiology department with dc bead, embosphere (microspheres) adn histoacryl, for a man in his 50s. On (B)(6)-2015 patient developed an erythema mutliforme. On (B)(6)-2015 during follow up of the patient's erythema multiforme, he had a loss of consciousness in the hospital. He complained of strange sensation of pharynx. Face oedema and blood pressure decreased (80) were confirmed and these were considered to be anaphylactoid symptoms. Ringer's solution was used. On (B)(6)-2015 patient's erythema multiforme was persisting, he had again a loss of consciousness from which he recovered within the day. On (B)(6)-2015 the patient was started on oral steroid (10mg/day). On (B)(6)-2015 the erythema multiforme was recovering. On (B)(6)-2015 the skin symptom had recovered and the patient was discharged. The reporting physician commented that dc bead, embosphere and histoacryl can be considered as suspect drugs. Final assessment on 23-feb-2016: the event is considered to be possibly related to the product. No device failure has been identified as a result of this adverse event. Follow up information was requested to further investigate the event and processed accordingly. It has been assessed that no corrective action is necessary at this time and the report is final. Case comment: the event anaphylactoid reaction is unlisted according to the current instruction for use for dc bead. The reporting physician felt that the event was possibly related to dc bead together with embosphere and histoacryl, since he suspected an allergic reaction. In absence of more detailed information on the case, and considering the assessment of the physician, the company also considered the event to be possibly related to the product. Additional information is deemed necessary for a final assessment of the case and will be requested. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Anaphylactoid symptoms [anaphylactoid reaction]. Case description: initial information received on (B)(6) 2015: this spontaneous medical device case was received from a physician via the company distributor and it concerned a male patient in his 50s. Patient's medical history included hypertension, bone metastases from hepatic carcinoma. The patient underwent also radiotherapy on an unspecified date. Patient's concomitant medications included esomeprazole (nexium), mecobalamin (methylcobal tablets), monomeric n-butyl-2-cyanoacrylate (histoacryl, tissue adhesive), danaparoid (orgaran). On (B)(6) 2015, in the radiology department, the patient underwent tace with dc bead (bead size, drug loaded with the bead, batch number and expiration date were not reported) and histoacryl. The patient presented a portal thrombosis, for which he received danaparoid. No other problem was observed. On (B)(6) 2015 the patient developed rash. On (B)(6) 2015, during the follow up of the patient's rash in the hospital, he had a loss of consciousness. Blood pressure decreased was observed and these were considered to be anaphylactoid symptoms. The symptoms resolved within the day. On (B)(6) 2015 patient's rash persisted and the patient had again a loss of consciousness. The attack of unconsciousness recovered within the day. On (B)(6) 2015 the patient was started on oral steroid. On (B)(6) 2015 the rash was recovering. The reporting physician considered the event anaphylactoid symptoms, attack of unconsciousness, allergic reaction and rash possibly related to dc bead. No seriousness criteria were provided. The reporter commented that the patient was under 5 to 6 concomitant medications, but they were discontinued except for those continuously administered for 4 to 5 years. An allergic reaction to dc bead was suspected and they would like to conduct patch tests and other confirmation tests. The company considers the events anaphylactoid symptoms, attack of unconsciousness as serious (medically significant), and the events hypersensitivity and rash as non-serious. Additional information received on 15-dec-2015: on (B)(6) 2015 tace was performed in the radiology department with dc bead, embosphere (microspheres) adn histoacryl, for a man in his 50s. On (B)(6) 2015 patient developed an erythema mutliforme. On (B)(6) 2015 during follow up of the patient's erythema multiforme, he had a loss of consciousness in the hospital. He complained of strange sensation of pharynx. Face oedema and blood pressure decreased (80) were confirmed and these were considered to be anaphylactoid symptoms. Ringer's solution was used. On (B)(6) 2015 patient's erythema multiforme was persisting, he had again a loss of consciousness from which he recovered within the day. On (B)(6) 2015 the patient was started on oral steroid (10mg/day). On (B)(6) 2015 the erythema multiforme was recovering. On (B)(6) 2015 the skin symptom had recovered and the patient was discharged. The reporting physician commented that dc bead, embosphere and histoacryl can be considered as suspect drugs. Case comment: the event anaphylactoid reaction is unlisted according to the current instruction for use for dc bead. The reporting physician felt that the event was possibly related to dc bead together with embosphere and histoacryl, since he suspected an allergic reaction. In absence of more detailed information on the case, and considering the assessment of the physician, the company also considers that the event anaphylactoid reaction experienced by the patient could be related to dc bead. Additional information is deemed necessary for a final assessment of the case and will be requested. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4). Follow-up information has been sought. As of 26-jan-2016, no additional information has been received. The final/follow-up report will be sent within 30 calendar days on 25-feb-2016

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Anaphylactoid symptoms [anaphylactoid reaction]. Case description: initial information received on 07-dec-2015: this spontaneous medical device case was received from a physician via the company distributor and it concerned a male patient in his 50s. Patient's medical history included hypertension, bone metastases from hepatic carcinoma. The patient underwent also radiotherapy on an unspecified date. Patient's concomitant medications included esomeprazole (nexium), mecobalamin (methylcobal tablets), monomeric n-butyl-2-cyanoacrylate (histoacryl, tissue adhesive), danaparoid (orgaran). On (B)(6) 2015, in the radiology department, the patient underwent tace with dc bead (bead size, drug loaded with the bead, batch number and expiration date were not reported) and histoacryl. The patient presented a portal thrombosis, for which he received danaparoid. No other problem was observed. On (B)(6) 2015 the patient developed rash. On (B)(6) 2015, during the follow up of the patient's rash in the hospital, he had a loss of consciousness. Blood pressure decreased was observed and these were considered to be anaphylactoid symptoms. The symptoms resolved within the day. On (B)(6) 2015 patient's rash persisted and the patient had again a loss of consciousness. The attack of unconsciousness recovered within the day. On (B)(6) 2015 the patient was started on oral steroid. On (B)(6) 2015 the rash was recovering. The reporting physician considered the event anaphylactoid symptoms, attack of unconsciousness, allergic reaction and rash possibly related to dc bead. No seriousness criteria were provided. The reporter commented that the patient was under 5 to 6 concomitant medications, but they were discontinued except for those continuously administered for 4 to 5 years. An allergic reaction to dc bead was suspected and they would like to conduct patch tests and other confirmation tests. The company considers the events anaphylactoid symptoms, attack of unconsciousness as serious (medically significant), and the events hypersensitivity and rash as non-serious. Additional information received on 15-dec-2015: on (B)(6) 2015 tace was performed in the radiology department with dc bead, embosphere (microspheres) and histoacryl, for a man in his 50s. On (B)(6) 2015 patient developed an erythema multiforme. On (B)(6) 2015 during follow up of the patient's erythema multiforme, he had a loss of consciousness in the hospital. He complained of strange sensation of pharynx. Face oedema and blood pressure decreased (80) were confirmed and these were considered to be anaphylactoid symptoms. Ringer's solution was used. On (B)(6) 2015 patient's erythema multiforme was persisting, he had again a loss of consciousness from which he recovered within the day. On (B)(6) 2015 the patient was started on oral steroid (10mg/day). On (B)(6) 2015 the erythema multiforme was recovering. On (B)(6) 2015 the skin symptom had recovered and the patient was discharged. The reporting physician commented that dc bead, embosphere and histoacryl can be considered as suspect drugs. Case comment: the event anaphylactoid reaction is unlisted according to the current instruction for use for dc bead. The reporting physician felt that the event was possibly related to dc bead together with embosphere and histoacryl, since he suspected an allergic reaction. In absence of more detailed information on the case, and considering the assessment of the physician, the company also considers that the event anaphylactoid reaction experienced by the patient could be related to dc bead. Additional information is deemed necessary for a final assessment of the case and will be requested. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the (B)(6) were in 2004. Sales data from (B)(4) 2010 for dc bead is: (B)(4) vials and row (B)(4) vials.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Anaphylactoid symptoms [anaphylactoid reaction]. Attack of unconsciousness [loss of consciousness]. Allergic reaction to dc bead was suspected [hypersensitivity]. Rash [rash].blood pressure decreased [blood pressure decreased]. Case description: initial information received on 07-dec-2015: this spontaneaous medical device case was received from a physician via the company distributor and it concerned a male patient in his 50s. Patient's medical history included hypertension, bone metastases from hepatic carcinoma. The patient underwent also radiotherapy on an unspecified date. Patient's concomitant medications included esomeprazole (nexium), mecobalamin (methylcobal tablets), monomeric n-butyl-2-cyanoacrylate (histoacryl, tissue adhesive), danaparoid (orgaran). On (B)(6) 2015, in the radiology department, the patient underwent tace with dc bead (bead size, drug loaded with the bead, batch number and expiration date were not reported) and histoacryl. The patient presented a portal thrombosis, for which he received danaparoid. No other problem was observed. On (B)(6) 2015 the patient developed rash. On (B)(6) 2015, during the follow up of the patient's rash in the hospital, he had a loss of consciousness. Blood pressure decreased was observed and these were considered to be anaphylactoid symptoms. The symptoms resolved within the day. On (B)(6) 2015 patient's rash persisted and the patient had again a loss of consiousness. The attack of unconsciousness recovered within the day. On (B)(6) 2015 the patient was started on oral steroid. On (B)(6) 2015 the rash was recovering. The reporting physician considered the events anaphylactoid symptoms, attack of unconsciousness, allergic reaction and rash possibly related to dc bead. No seriousness criteria were provided. The reporter commented that the patient was under 5 to 6 concomitant medications, but they were discontinued except for those continuously administered for 4 to 5 years. An allergic reaction to dc bead was suspected and they would like to conduct patch tests and other confirmation tests. The company considers the events anaphylactoid symptoms, attack of unconsciousness as serious (medically significant), and the events hypersensitivity and rash as non-serious. Case comment: the events anaphylactoid reaction, loss of consciousness, hypersensitivity and rash are unlisted according to the current instruction for use for dc bead. The reporting physician felt that the events were possibly related to dc bead, since he suspected an allergic reaction to dc bead. In absence of more detailed information on the case, and considering the assessment of the physician, the company also consider that the events anaphylactoid reaction, loss of consciousness, hypersensitivity and rash experienced by the patient could be related to dc bead. Additional information is deemed necessary for a final assessment of the case and will be requested. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4).